Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low adc device scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer uses insulin pump with adc device and as a result the customer experienced "near loc - not fully, couldn't communicate" and very pale, and was unable to self-treat. A non-healthcare professional obtained unspecified fingerstick test and administered coca-cola to the customer for treatment. There was no report of death or permanent impairment associated with this event.